Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Nurse reported via phone call that the customer has been experiencing high blood glucose since the beginning of december and also had ketones. Blood glucose value is unknown. During troubleshooting, customer was able to prime and setting s were correct but the alarm history was checked and it showed multiple power loss, no delivery and suspend alarms. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was not replaced or returned for analysis.